Event description:
It was reported that (2) devices were used during a thyroid procedure. It was reported by the affiliate that the msm20 and msc20 clips would not feed. Another instrument was used to complete the case. There was no consequence to the pt.